Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue, where the home patient did not tighten the connection between the transfer set and the catheter. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step-by-step instructions for connecting the solution bags. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a connection issue between the transfer set and a non-baxter catheter. The nurse stated that the patient did not tighten the connection between the two devices. There was no patient injury or medical intervention associated with this event. No additional information is available.